Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the bipolar insert located on the blue housing area was found to be detached from the back end. The connector pins and conductor wires had separated from each other from blue housing end. The insert was unable to fully sit in the chassis, as it could be pulled out if the bipolar cord was removed. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that the arm connector broke off on the bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.